Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual inspection. Photographic imaging inspection revealed broken electrode wires within the electrode. System lock was verified. The device passed some of the electrical and mechanical tests performed. The scanning electron microscopy (sem) analysis revealed breaks within the fantail. The device passed the residual gas analysis (rga) test. Sem analysis revealed broken electrode wires near the fantail, induced by the trauma reported. It is believed that these breaks caused the open impedances measured at the clinic. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of sound following a head trauma. The recipient was treated in the emergency room with stitches on the mastoid. Device testing revealed abnormal results. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.